Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of ¿helix issue¿ was confirmed. The lead was returned with the helix retracted and clogged with blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be fully extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event of ¿helix issue¿ was isolated to the helix clogged with blood/tissue. The reported events of loss of capture and loss of sensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of insulation damage was confirmed. Visual inspection of the lead found damage to the outer insulation consistent with procedural damage. The cause of the reported event of insulation damage was isolated to procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was dislodged overnight on (B)(6) 2020. The dislodgement was confirmed by x-ray, loss of capture, and loss of sensing. The patient had a second procedure the following day ((B)(6) 2020). Within five minutes post-procedure, the lead had dislodged again. The lead was explanted and replaced on (B)(6) 2020. Notable lead damage to the insulated was seen while extracting the lead. The physician suspected an issue with the lead helix that prevented the lead from holding on to the tissue. The patient was stable and doing well.